Manufacturer narrative:
On 7/30/2019, the product investigation was completed. Device investigation summary: during evaluation of the sample some creases were observed in the anterior and posterior view. Leak testing was performed and it revealed a tear within crease in the posterior view, measurement approximately 0.1 cm.no other anomalies were observed. The second product received is related to a concomitant device, therefore no further investigation is required. The manufacturing records were reviewed, and the manufacturing criteria were met prior to the release of this lot. These kind of findings are consistent with a crease/fold failure which is a known inherent risk associated with the use of saline-filled mammary prostheses and may be the result of one or more of the following contributing factors: under-inflation or over-inflation of the device, continuous and sustained stresses to the device - such as too small a breast pocket and folding or wrinkling of the shell in the breast pocket. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation concomitant products: 350cc mentor smooth round moderate profile saline catalog: 3501655 lot: 6888406 sn: (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6)-year old female patient who underwent breast augmentation revision with two 350cc mentor smooth round moderate profile saline breast prostheses, suffered right side deflation post-operatively. As a result, the patient underwent bilateral removal and replacement with two 550cc mentor memorygel breast implants on (B)(6) 2019.